Event description:
A discordant result for troponin I (tpi) was obtained on an immulite 2000 in an emergency room. The tpi was repeated in a new (follow-up) sample four hours after the original test in the emergency room. The repeat result was normal and the patient was released. A subsequent repeat two days after, of the sample with the discordant result, also gave a result in the normal range.

Manufacturer narrative:
A siemens technical application specialist (tas) contacted the customer and spoke with the operator of the instrument. It was clarified that the site has pre-analytical and sample handling issues. The sample handling recommendations by the tube manufacturer were not followed strictly. The laboratory declined for a siemens field service engineer to visit the laboratory. According to the operator the system is performing within specifications. No further evaluation of the device is required. Service declined by the customer.